Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after unpacking and function testing, the device chuck jammed. This is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the chuck is jammed and couldn¿t be opened or close. The jamming of the chuck occurred in the thread between the screw and the main body. The material of the screw is slightly softer than that of the main body. After some fretting the thread of the screw get grinded down by the main body and got jammed. Additional evaluation has shown no damaged at the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.